Event description:
Info from the medical records indicated: in 2008: placement of gastric electrical stimulator leads into the stomach, open full thickness gastric biopsy with laparotomy and placement of stimulator. Under general anesthesia. The pt tolerated the procedure well. At about four month f/u appointment, pt reports overall improvement in her symptoms. Blood sugars have been up and down. She reports having some vomiting maybe one time a month and nausea is improved. She complains of bloating at times quite severe. She denies shocking from the pacemaker, but does feel it flutter sometimes. The stimulator was reprogrammed. In 2009: f/u appointment. Recently hospitalized to rule out heart attack. She was also in dka and had an infection. It was noted she has increased calcium and increased white count and was placed on IV antibiotics. They also found a mass in her abdomen and she reports she will have to have a possible hysterectomy. She received 4 liters of fluid and went into fluid overload. Blood sugars are unstable. She is still using her insulin pump. Appetite is poor. She complains of pain on both sides of her abdomen. She also reports shocking from her pacemaker. She has constipation alternating with diarrhea in addition to an increase in weakness and fatigue. Gastric emptying was significantly improved today. It was reported the MFR rep interrogated the device prior to a surgical procedure (unrelated to stimulator). The pt said they were going to be having another surgical procedure in the future, arrangements were made for the device to be interrogated at that time. The pt reportedly recovered without sequelae.